Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6), 2008. Patient experienced significant pain in left hip area, infection, limited mobility and constant snapping sensations. Additionally, her blood tests showed excessive levels of chromium and cobalt. Patient had the left asr hip implant explanted on (B)(6), 2010.

Manufacturer narrative:
Revised litigation received. Provided an updated revision date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/29/2013 -pfs and medicalrecords received. Revision operative notes indicate metallosis and a loosecup. No infection was mentioned. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.